Manufacturer narrative:
A ge healthcare service technician discovered a defect with the on/off switch that was causing system to reboot. To resolve the issue, the on/off switch was replaced and the unit was returned to service.

Event description:
During depot repair, the ge healthcare technician found the on/off switch issue which would cause the unit to reboot. There was no reported patient involvement.